Event description:
It was reported that the ventilator did not generate alarm indicating a low minute volume despite leakage in the circuit. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was examined by hospital bio-med and the reported problem could not be reproduced. The customer stated that the unit has been out of service for over a year pending internal investigation and requested evaluation of the unit's functionality and a secondary level review of the logs to clear the unit for clinical use. During an on-site investigation by our field service engineer, the unit intermittently failed the o2 sensor test during the pre-use check and the o2 sensor had to be replaced according to the logs. The battery switch test was also not completed because the unit has been unplugged for an extended period of time, the batteries are expired and completely discharged. The ventilator has been out of service for a long time and the pm is also expired. The unit was ventilated with a test lung for about 60 minutes without any alarms or abnormal functions occurring. Three additional pre-use checks were performed without any alarms or abnormalities. Preventive maintenance was performed, the o2 sensor, external batteries and internal batteries were replaced. These requirements have been communicated with the customer as they themselves perform maintenance on their devices. The ventilator has been returned to the customer. The root cause could not be determined through this investigation as the reported problem could not be reproduced.

Event description:
Manufacturer's ref: # (B)(4).